Event description:
On one dialysis machine, dialysiate pressure was below low limit. The bio-med department did repairs. They replaced the rinse valve (stuck open) also replaced 2 broken flow eq clamps and 1 input pressure equalizer diaphragm (stretched and causing the lines to bounce.)on another, transmembrane pressure was fluctuating. Repairs were made by the bio-med department. Found the #3 valve on the flow equalizer sticking. Replaced valve body and o-ring.